Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, the blade did not come out from the sheath. It was unknown how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate/advance during the evaluation.